Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Left ventricular lead dislodgement. The ICD has been reprogrammed (lv pacing turned off). The lead will likely be repositioned and remains implanted at this time. Should additional information become available this report will be updated.